Event description:
Complainant alleged that during functional testing, the device failed for high leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.